Manufacturer narrative:
The device was rec'd. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the mfg facility, the device did not alarm when air was present in the tubing distal to the cassette.